Event description:
It was reported that on (B)(6) 2021, the patient developed persistent ventricular arrhythmia and was readmitted from (B)(6) 2021. A cardiac catheterization was performed. It was reported that there was probably a link between arrhythmia and this product.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2021, the patient developed a persistent ventricular arrhythmia. The patient was readmitted due to the arrhythmia from (B)(6) 2021, and a cardiac catheterization was performed. It was noted that there was likely a link between the arrhythmia and the device. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.